Event description:
A multicenter retrospecive analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. The next day, the pt presented with left hand numbness. The investigator noted the event as mild in intensity. Physician ordered an MRI which showed no recurrent disc herniation. The physician did not prescribe treatment for the condition. The condition was reported as continuing without treatment when the pt was last seen three months later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event.